Event description:
It was reported when using the bd vacutainer® no additive (z) tube, the device experienced missing additive and there was poor barrier separation. The following information was provided by the initial reporter. The customer stated: after multiple attempts of contact no further information was provided, setting this case to pc. 366703 tube pln plh 13x75 3.0 small amount of serum obtained

Manufacturer narrative:
The following field has been updated with additional information; b.5. Describe event or problem: it was reported that after centrifugation with bd vacutainer® no additive (z) tube, the device experienced missing additive and there was poor barrier separation. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that specimens are clotting and after centrifugation only a small amount of serum is left. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues being identified as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting and poor serum) because the alleged defect is invalid. No clinical testing is required because the product is not being used within the product claims. This complaint is not confirmed with respect to clotting/fibrin and poor serum. The root cause for the issues reported is improper use of the material. This tube is not for serum collection. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® no additive (z) tube, the device experienced missing additive. The following information was provided by the initial reporter. The customer stated: after multiple attempts of contact no further information was provided, setting this case to pc. 366703 tube pln plh 13x75 3.0 small amount of serum obtained.